Event description:
It was reported that the unit displayed an e-1 error code. It was further reported that after several reboots, the unit would not come off standby. The event did not occur during a case nor was there patient involvement.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.